Event description:
It was reported that the impedance was > 3000 ohms and there was noise on the lead resulting in 6 inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information reported by patient's family member reported that the leads were defective some time ago and that in 2007 they shorted out and the patient received 3 shocks. Additional information reported oversensing.